Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer became deceased on (B)(6) 2014. She woke up in the middle of the night, became confused, and fell down a flight of stairs. The customer had a head injury and broke her pelvis. She stayed in the hospital for a week then was transferred to a hospice facility. She died a week later. The customer was wearing her insulin pump at the time of death. Her blood glucose levels at the time of death are unknown. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Additional information was provided that was not included with the initial report. The information has been provided with this report. The insulin pump passed delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.